Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient presented with acutely worsening dyspnea and was diagnosed with acute hypoxemic respiratory failure. The patient was transferred to inpatient hospice and died on (B)(6) 2016. The physician reported the death was not related to the superdimension device or the enb procedure.